Manufacturer narrative:
The insulin pump passed operating current, unexpected error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform occlusion, prime and excessive no delivery test or verify low reservoir alarm due to compromised force senor system alarm. No frozen display was noted during test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of excessive no delivery alarms, low reservoir alarms and frozen screen from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was alerting and the customer pressed act to address the alert. The customer mentioned that the pump froze and would not allow the customer to retreat out of the menu. The customer stated that the screen was not completely blank. The customer stated that her low reservoir alert does not alert as expected. The customer was advised to monitor the pump with new battery and call back if frozen display recurs.